Event description:
This customer reported a failure to discharge during use of the device. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge during use of the device. There was no report of any negative pt impact. The device and accessories were returned to philips for eval. The reported symptom could not be reproduced. The device passed all performance verification testing. The event log was no longer in the device when it arrived at philips and no ECG strips or event summary were available for review. We are unable to determine the cause of the reported symptom as it could not be reproduced.